Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Brand name is unknown as it was not provided. Model number is unknown as it was not provided. Serial number is unknown as it was not provided. Unique identifier is unknown as the model and serial number was not provided. Device manufacture date : this date is unknown as the handpiece serial number is unknown/not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation could not be performed as the handpiece model number and serial number were unknown. Product testing was not conducted as device not returned, therefore the reported complaint could not be confirmed. A johnson & johnson phaco specialist visited the account and provided training awareness to the surgical staff on the cleaning and reprocessing of the phaco handpieces. Although the surgery center communicated the directions for use (dfu) were on file at site location, the dfu were reviewed for cleaning and reprocessing of the handpieces. In addition, the surgery center¿s infection control (ic) from their parent organization visited the account to observe cataract procedures. The ic observed over 15 cases and no additional tass related cases have been reported. A search on complaints related to complaint type tass was conducted for the last 12 months. There is not a recognizable adverse trend. The monthly report for the time period of when j&j was notified of the event does not show any significant change over historical complaint limits. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
A surgery center reported that cataract patients presented with toxic anterior segment syndrome (tass) when using the phaco handpiece. A brief description from the surgeon indicated that 3 out of 30 patients developed tass. The doctor provided that the most common cause is unproperly cleaning the equipment; however, there are other causes. The surgery center requested a johnson & johnson phaco specialist for an in-service visit to review the proper cleaning methods for the phaco handpieces. This is 3 of 3 reports.